Event description:
Caller reported blood glucose results of 363 mg/dl on the customer's advantage system, which he described as 108 mg/dl than result on customer's aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for advantage system, medwatch (B)(6) is for aviva system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6). The vial contained 53 strips when only packaged with 50. Since strips had been mixed within the vial, it is not possible to know what the lot number is of the returned strips and what there release criteria was. Strips were tested based on the lot number they were returned as and did perform as expected.